Event description:
The operator of a streamlab instrument was splashed with the contents of patient sample tubes after she removed the sample rack from the instrument and the handle of the sample rack broke. Sample tubes fell onto the floor, and the contents of the tubes splashed the operator's clothing. The rack was an unload rack, and the patient samples had already been run and no patients were impacted by this incident. There are no known reports of adverse health consequences due to the operator being splashed with the contents of the sample tubes.

Manufacturer narrative:
A siemens automation consultant was dispatched to the customer site. The automation consultant discovered that two of the three prongs of the rack handle had broken off. The automation consultant obtained the broken rack and instructed the operator not to handle a sample rack if it broken and not to carry a rack by the handle. The cause of the operator being splashed with the contents of sample tubes was a malfunction of the sample rack. The instrument is performing according to specifications. No further evaluation of this device is required.